Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Customer reported cleo 90 infusion sets fell off due to being stuck to the cap before opening the site. This report represents the first of two infusion sets affected by this issue on the given date of event. Blood glucose was adversely affected and reported to be at 400mg/dl. The site was changed and a bolus was delivered to address the high blood glucose. No injury was reported. Please note the following medwatch forms are related: 2183502-2016-01796, 2183502-2016-01797, 2183502-2016-01804, 2183502-2016-01805, 2183502-2016-01806, 2183502-2016-01807, 2183502-2016-01808, and 2183502-2016-01809.